Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, co2 was leaking from the cannula only. The co2 port on the btt was used to maintain tunnel inflation. The same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It shows signs of clinical usage and evidence of blood on the device. A visual inspection did not identify any non-conformity. A leak test was performed on the device with the uson; the device passed the leak test, reading does not exceed 350 sccm (cc/min). A flow test was also performed; the device passed the flow test, reading was equal or above 2000 sccm (cc/min), but not exceed 4500 sccm (cc/min) . Based upon the received condition of the device, the reported complaint was not confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.